Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device on the right side was also partially perforating through the fallopian tube'), embedded device ('an essure occlusion device is embedded in uterine left cornual serosal surface') and device dislocation ('essure occlusion device noted to be misplaced on the left adnexa') in an adult female patient who had essure (batch no. B06101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 3, vaginal delivery, chronic cervicitis, nabothian cyst, paratubal cyst, pelvic pain, menorrhagia and uterine fibroid. Previously administered products included for an unreported indication: versed, toradol and fentanyl. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (essure robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, embedded device, device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, embedded device, fallopian tube perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: 1. Visualization of mildly dilated left fallopian tube without extension of contrast into the pelvis. This likely represents component of occlusion. Direction of the fallopian tube does not correlate with left-sided contraceptive device which may be secondary to accessory fallopian anomaly versus no targeted position of the device. 2. Occlusion of the right cornua.. Pregnancy test - on (B)(6) 2014: lab: pregnancy test urine positive high sensitivity lab: pregnancy test urine low sensitivity negative. Most recent follow-up information incorporated above includes: on 25-mar-2021: mr received:" preciously reported event medical device removal replaced with essure device on the right side was also partially perforating through the fallopian tube". Other events an essure occlusion device is embedded in uterine left cornual serosal surface and essure occlusion device noted to be misplaced on the left adnexa added and made medically significant and intervention required due to surgery. Events pregnancy with contraceptive device and device ineffective added. Reporter, lot number, medical history, lab test and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device on the right side was also partially perforating through the fallopian tube'), embedded device ('an essure occlusion device is embedded in uterine left cornual serosal surface') and device dislocation ('essure occlusion device noted to be misplaced on the left adnexa') in an adult female patient who had essure (batch no. B06101) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida, parity 3, gravida, chronic cervicitis, nabothian cyst, paratubal cyst, pelvic pain, menorrhagia and intramural leiomyoma of uterus. Previously administered products included for an unreported indication: versed, toradol and fentanyl. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device"). The patient was treated with surgery (essure robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, embedded device, device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device dislocation, embedded device, fallopian tube perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: 1. Visualization of mildly dilated left fallopian tube without extension of contrast into the pelvis. This likely represents component of occlusion. Direction of the fallopian tube does not correlate with left-sided contraceptive device which may be secondary to accessory fallopian anomaly versus no targeted position of the device. 2. Occlusion of the right cornua.. Pregnancy test - on (B)(6) 2014: lab: pregnancy test urine positive high sensitivity lab: pregnancy test urine low sensitivity negative. Lot number: b06101 manufacturing date: 2013/03 expiration date: 2016/03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.